Event description:
Caller reported a cartridge alarm 30 issue. Blood glucose level did not exceed 500 mg/dl, indicating no adverse impact on the customer¿s blood glucose level. Technical support confirmed past cartridge alarms and decided to replace the pump, instructing the customer to use the current pump until the replacement with updated software arrived. The customer was also guided on returning the problematic pump and steps for using the replacement pump, all of which the customer understood and acknowledged.